Event description:
It was reported that this implantable pacemaker has never worked. There is no further information available. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.